Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 21-sep-2025 the user reported that they had accidentally cracked the ilet screen. The user stated that the screen remained partially usable but was intermittently unresponsive during operation. A replacement was arranged. No blood glucose impact or injury occurred.